Manufacturer narrative:
Upon further investigation, the following noise was discovered during testing. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported a loud noise coming from the ventilator. The ventilator was not on a patient at the time of the event.